Event description:
The pt was implanted with his scs system on (B) (6) 2008. It was reported the pt initially does not feel stimulation when the ipg is turned on and then feels sudden overstimulation. The pt's ipg was explanted but not returned to the manufacturer for eval. Follow up on the pt found no further issues reported.

Manufacturer narrative:
Device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.